Event description:
Cap of pre-filled lidocaine syringe fell into et tube & elbow; caused occlusion.

Manufacturer narrative:
Although no sample was returned for evaluation nor was a lot number provided, the details of the incident clearly indicate that there was no malfunction or damage to the adult breathing circuit that was used. The incident report indicated that the clinician injected a pre-filled syringe of lidocaine into the et tube "under the drapes". When the clinician removed the lid or cap from the pre-filled syringe, it fell into the elbow of the circuit while the circuit was disconnected from the et tube; the cap appears to have been of a size that it would fit into a standard 15m et tube connector or elbow. This is an incident involving an unusual problem related to the removal of the cap from the syringe and is not related to the breathing circuit components or et tube. Anesthesia breathing circuit components as well as et tubes must meet the iso standards for dimensional requirements in order that they are compatible with other devices such as et tubes, facemasks, tubing, etc. This is an worldwide requirement for all mfrs of medical devices. The anesthesia circuit was manufactured and assembled to specification and performed as intended; this is not the result of product malfunction or damage.